Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of 3.22 ng/ml and this value was reported outside of the laboratory to the medical doctor in charge. The doctor did not trust the value, so he requested another measurement from the patient. A second sample was collected from the patient and tested, resulting with a troponin t value of 0.005 ng/ml. The original sample was then repeated, resulting with a value of 0.005 ng/ml. The troponin t reagent lot number was 39673601, with an expiration date of 31-jul-2020.